Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 module. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No patient injury was reported.